Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called to report that the customer had high blood glucose readings up to 491 mg/dl. The caller also thought the insulin pump was not delivering properly. The caller performed troubleshooting and did not find any problems. Nothing was replaced or returned.